Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12635, 2017865-2019-12636. It was reported that the patient presented via remote transmission and had shortness of breath. Upon review, the pacemaker, right ventricular lead, and right atrial lead exhibited loss of capture and the atrial lead had chronically low, out of range pacing impedance. Programming changes were performed. The patient experienced no adverse consequences.